Event description:
Distributor reported a revision due to the loosening of the screws.

Manufacturer narrative:
The rep reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 2.